Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was transported to the hospital via ambulance on (B)(6) 2017 due to pacing failure. Upon interrogation of the pacemaker, loss of capture and undersensing was noted on the right ventricular lead. An x-ray was taken and no issues were observed. The lead was explanted and replaced. The patient was stable post procedure.